Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. The allegation was not confirmed. The probable cause was determined to be reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Pt reports multiple problems occurring randomly, touchscreen sometimes doesn't respond when pressed, bt icon is blinking, display freezes after displaying a reading power cycle doesn't correct the issue and problems come back.